Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 515 mg/dl at the time of incident and current blood glucose level was 209 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with bolus through the insulin pump. Customer stated that the alarm history and she did not have insulin flow blocked alarm. Customer was declined to troubleshoot. The insulin pump will not be returned for analysis.